Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, the leakage was found from the catheter. There was no reported patient involvement.

Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, the leakage was found from the catheter. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed between the 15cm and 16cm depth markings. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The inlaid stylet and lack of blood residue suggested that the sharp instrument contact occurred during device handling prior to insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.